Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to physical damage to the door. The device was received with a broken and missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when opening the device door. The probable cause for the broken and missing door roller was leaving the door assembly in the open position exposing the door roller post and door roller to contact damage. (B)(4)

Event description:
During verification testing at the mfg facility, the device was found to have unrestricted flow when the door was opened.